Manufacturer narrative:
The investigation is ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve, resistance was encountered when the delivery system with valve was exiting the 14fr esheath+. At the end of the procedure, when the esheath+ was removed from the patient, the distal part of the esheath+ was found to be damaged. The procedure was completed successfully without clinical consequences for the patient. Imagery was received for evaluation. Per imaging evaluation, the distal tip was confirmed to be torn.

Manufacturer narrative:
A supplemental report is being submitted for correction and to include additional information from the device evaluation. The following sections of this report have been corrected/updated: b5 (describe event or problem), d9 (device availability), h3 (device evaluated by manufacturer), and h6 (type of investigation). The investigation is still ongoing.

Event description:
As reported by our edwards lifesciences affiliate in italy, during a transcatheter aortic valve replacement (tavr) procedure using a 23 mm sapien 3 ultra valve, resistance was encountered when the delivery system with valve was exiting the 14fr esheath+. At the end of the procedure, when the esheath+ was removed from the patient, the distal part of the esheath+ was found to be damaged. The procedure was completed successfully without clinical consequences for the patient. Imagery was received for evaluation. Per imaging evaluation, the distal tip was confirmed to be torn. The device was returned for evaluation. The esheath+ distal tip was opened but torn. Additionally, the distal tip was split.